Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient reported that following implantation, the mesh eroded out of the pubis leading to swinging pyrexia and severe internal vaginal infection. The patient contacted hospital secretary and was told to see gp as consultant would not treat or see the patient. The patient reported it took months to heal and the patient then developed cheesewire pain in clitoris and pain on either side of groin with sharp pain inside the vagina which has left patient unable to have intercourse. The patient struggles to walk due to pain in the groin. The patient developed immediate urinary retention, and reported device is positioned too high to void naturally and was sent to the urinary nurse specialist who diagnosed retention and assisted patient by showing patient to self catheterize. The patient takes extensive pain relief, including controlled drugs and loss of sex life. The patient was medically retired in 2012 and is unable to work and frequently bedbound due to pain. This has led to frequent uti's causing scarring to both kidneys. The patient developed acute nephritis as a result and had a severe aki three years ago entering stage 4 ckd which requires patient to see the renal unit specialists. The patient reported this is directly due to the mesh. The patient has constant pain in bladder but no signals to void. Due to the constant pain and fear of kidney transplant, the patient has seen the urogynecologists and patient has been referred to seek an opinion on removal of the device. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 6/26/2020. Additional narrative: it was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 7/3/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.